Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline (dl) cut approximately 3 inches from the pump housing and a 23.75 inches section of the distal portion of the dl was also returned. The inflow conduit flex section was cut and the distal portion and inlet elbow were returned attached to the pump¿s inlet port. The inlet tube and proximal portion of the inflow conduit flex section were not returned. The sealed outflow graft and outflow graft bend relief were cut approximately 1inch from the outflow graft attachment and returned attached to the outflow elbow. The bend relief collar was sutured in place around the outflow graft nut analysis of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the returned device a small tissue-like thrombus formation was found surrounding the inlet bearing cup. The thrombus ring showed darker areas of denaturation and appeared to have laminated layering, indicating that it developed around the inlet bearing cup over an undetermined amount of time while the pump was supporting the patient. In addition, a small, non-laminated, red, tissue-like deposition was found surrounding the outlet section of the rotor. The deposition was adhered to the rotor outlet section and showed evidence of denaturation, indicating that it developed over an undetermined amount of time while the pump was supporting the patient. Finally, examination of the proximal-side of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and partially occluding the blood flow path through all three stator vanes. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.¿ upon disassembly of the device a small tissue-like thrombus formation was found surrounding the inlet bearing cup. The thrombus ring showed darker areas of denaturation and appeared to have laminated layering, indicating that it developed around the inlet bearing cup over an undetermined amount of time while the pump was supporting the patient. In addition, a small, non-laminated, red, tissue-like deposition was found surrounding the outlet section of the rotor. The deposition was adhered to the rotor outlet section and showed evidence of denaturation, indicating that it developed over an undetermined amount of time while the pump was supporting the patient. Finally, examination of the proximal-side of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and partially occluding the blood flow path through all three stator vanes. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported pump exchanges was reported under medwatch MFR report # 2916596-2017-00133 and 2916596-2017-00426. (B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to possible thrombus. The patient¿s lactate dehydrogenase (ldh) was greater than 1000u/l and the patient experienced hematuria. The patient received transplant on (B)(6) 2017. The patient had undergone two prior device replacements for thrombosis. No additional information was provided.